Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
See case-(B)(4) for additional information. Customer called and reported that they got emergency medical assistance due to low blood glucose about a week ago with blood glucose of around 34 mg/dl at the time of the incident. The customer has been having a lot of lows. The customer used food to treat for the lows. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer has been off the pump for about a week and is going as high as 500 mg/dl. They treated for the high with manual injections and pump boluses. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR was created in error.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. No cosmetic damage noted.